Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The cause of the possible tissue damage was likely related to procedural circumstances. The reported patient effect of mitral valve injury as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure to treat mr of grade 4. There was a central jet in the anterior 2/posterior 2 (a2/p2) leaflet segment. The clip grasped the central area and there was a jet medial and lateral to the clip. The physician chose to implant two clips. The first clip was then deployed in the medial area of the jet. A few minutes after the clip was deployed, it was noted that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The physician thought it was likely that the anterior mitral leaflet ruptured because the leaflet assessment was confirmed to be good. A second clip was implanted lateral to the first in order to reduce the mr and stabilized the detached clip. The mr was reduced from grade 4 to grade 3. Post-procedure, the patient was hemodynamically stable. No additional information was provided.